Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "when the nurse turned the patient over, the patient broke away from the restraint band, and the pipe came out when scratched. The nurse pressed the cotton swab until it did not bleed. The wound dressing was applied outside, and the superficial vein of the left upper extremity was preserved in the voice and properly fixed."